Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was programmed for epidural delivery of fentanyl 3mcg/ml and 0.125% bupivacaine at a rate of 12ml/hour and the delivery was started. The customer contact reported a 100ml container size. No further programming parameters were provided. After an unspecified length of time, the nurse went to the pt's room in response to an air in line alarm. At that time, the nurse reported the device display indicated 33.3ml was delivered; however, the container was empty. The device was removed from clinical use. The physician was notified. No medical interventions were required. The customer contact reported the pt, "could wiggle her toes 1 1/2 hours after the infusion was stopped." After an unspecified length of time prior to birth, the pt was "re-dosed." The customer contact reported the pt had a "normal delivery." There were no reported adverse pt effects to the mother or baby. The customer contact reported that after an unspecified length of time the mother and baby were discharged home. The customer contact reported the nurse reported the container "felt different" at the start of the delivery. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 19.80ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Testing was conducted using the customer's tubing test. Based upon the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the mfg facility. A review of the device history indicated on (B)(6) 2010 at 2134, the device was programmed for continuous+bolus delivery in ml, 12ml/hr rate, 12ml bolus dose, 15 min bolus lockout, 2 bolus limit/hr, 95ml container size, 2ml air sensitivity. At 2135, delivery was started. On (B)(6) 2010 new date stamp occurred. At 0015, air in line alarm occurred and delivery was stopped. At 0019, start alarm occurred. Between 0021 and 0024, silence key pressed 2 times. At 0027, delivery was started. At 0035, the delivery was stopped. Between 0042 and 0047, start alarm occurred and silenced 2 times. Between 0050 and 0206 alarm silenced 28 times. At 0219, start alarm occurred, silenced and device was powered off. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).